Event description:
Additional information reported, the patient thought "everything got dislodged." It was stated, the patient "felt it going all up in my back and it shouldn't be in my back." It was stated, the patient could not get an MRI due to the implantable neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced shocking after a car accident. After the accident, which was the day of the report, the patient felt shocks up his back, on his side, and "everywhere." The patient was supposed to have stimulation in his right leg. The patient turned the device off, which stopped the shocks. The patients back hurt, however. Additional information was requested; if received, a follow up report will be sent.